Event description:
The tps micro driver was returned to stryker instruments for service, and during functional evaluation it was noted that the trigger was stuck. There was no patient involvement and no adverse consequences associated with the device.